Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a lithovue flexscope was used during a ureteroscopy procedure performed on (B)(6) 2021. According to the event the lithovue scope was brought down the ureter from the kidney in a deflected position. The physician tried cutting the scope to release tension however the tension was not released. A semi-rigid ureteroscope was then used to leverage the lithovue scope and the lithovue scope was safely removed from the patient. There were no patient complications reported as a result of this event.